Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was advised by tandem technical support to replace the pump, and a replacement pump with updated software was sent to them. The caller was instructed on how to put the pump into storage mode and return it to tandem. The customer was also informed about programming their settings and connecting their cgm to the replacement pump, with all instructions acknowledged and understood. Customer will continue to use current pump